Event description:
A report was received from (B)(6) stating that the device had no power and would not run. The device was bein used in surgery. No injuries were reported. It is unk if medical intervention or a delay in surgery occurred. No additional information is available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "no power" was confirmed. During service, the device was found to have cable damage, causing it to fail all the function test. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).